Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a battery replacement with an interstim x and the clinician app connected in the or while the neurostimulator was in the pocket to show that all impedances were green, but now in post-op, they cannot connect to the battery. The caller stated they have gone through 2 communicators and 2 different smart programmers, and they are still unable to connect to the implant. The caller mentioned they have tried repositioning the communicator several times, but that did not resolve the issue. The caller also mentioned the patient has some kind of thick gauze on them. The agent had caller power off/on the handset and communicator and attempted to connect again, and the handset would find the serial number but then show 'device not responding.' The issue was not resolved through troubleshooting. The caller stated that when they were running impedances, at the end of the test, the handset kept shutting down, and they had to run impedances several times to get the result. The patient was redirected to their healthcare provider to further address the issue. The agent reviewed the possibility that dressing or healing at the pocket site may be causing a barrier and decided to try again in the next day or two. Communicator serial number that was use in the or and during troubleshooting on the call patient called back for the same reason. Patient said that their ins was still not working even though they had tried to make a connection yesterday after the surgery. The agent informed the patient that their surgical wound was still swollen and the implant had not fully settled inside their body yet. The agent also advised of the possibility that the dressing at the pocket site was acting as a barrier, preventing their implant from connecting to their communicator. Patient said that they were supposed to be getting a call today, but no one had called them yet. The agent informed them that the post-implant care team was scheduled to contact them by tomorrow. The agent then walked the patient through connecting to their ins and increased the level of their stimulation. Patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient also said that they were not pleased with the assistance they received from the mdt rep yesterday.